Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump powered off multiple times without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/26/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device history did not contain information logged from the event date; a review of the available device history indicated no pump reboots. No damage or evidence of moisture ingress was found in the battery compartment. A battery cap was not returned with the pump; a test battery cap secured properly to the pump and maintained power while the pump was exercised for 24 hours. A power loss was not observed. The pump case was removed and no evidence of moisture ingress was found. No evidence of intermittent contact was found on the battery terminal contacts. No defect was found.